Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device does not turn on or off. The product was returned and investigated for the power issue, however during investigation the reader became too hot to hold with charing cable insertion. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
Customer initially reported that their abbott diabetes care device does not turn on or off. The product was returned and investigated for the power issue, however during investigation the reader became too hot to hold with charing cable insertion. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained strips. A visual inspection revealed no external issues; however, the reader failed to power on with button press, strip insertion, or universal serial bus (usb) connection. Upon usb cable insertion, the reader became too hot to hold. The customer did not return the usb charging cable and adapter. Further inspection using a digital microscope showed no visual anomalies. Functional testing confirmed the reader powered on when a known good battery was used, indicating the returned battery was below specification. The returned battery successfully charged via retained usb, and the reader displayed a ¿connected to computer¿ message when powered with the known good battery. An off-current test showed current consumption to be outside of specification. Thermal imaging revealed hotspots on components u5 chip and the central processing unit (cpu). The root cause was traced to the use of a non-abbott usb adapter by the customer. The incorrect adapter can cause faulty components and overheating, resulting in abnormal current consumption. Therefore, the issue is not confirmed due to incorrect adapter usage by user. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. In addition, the device history records (dhrs) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.